Manufacturer narrative:
H10: h3, h6: the device, intended for use in treatment, was returned for evaluation. It was reported that after calibrating the handpiece, a homing failure appeared and didn't allow the doctor to move forward with the case. The initial visual/functional investigation found that: visual inspection immediately revealed a bent drill guide support. The handpiece was then run through homing and it failed due to the bent drill guide support. DHR review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. A complaint history review found similar reports. The probable cause of the issue was a mechanical component failure. A relationship between the device and the reported event could be established.

Event description:
It was reported that after calibration of the handpiece, a homing failure kept coming up not allowing the physician to move forward with the case. The handpiece was replaced in order to continue with the case. The device was not being used with a patient during the event. Results of investigation have concluded that the drill guide support on the handpiece was bent, which makes it a reportable event.